Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. The customer also reported issues with the act button. The customer's blood glucose was above 500 mg/dl at the time of incident. The customer also reported a low of 57 mg/dl the night prior. Customer treated their blood glucose with food. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent act button response due to a flattened button dome switch. No button error alarms were noted during testing. The pump was received with operating currents within specification, and passed the functional testing. The pump had a cracked reservoir tube lip and cracked battery tube threads. The keypad connector on the lcd board was inspected and no anomaly was noted. No moisture damage inside the pump was noted.